Event description:
Case description: investigation result: novopen 5, no investigation was possible, because neither sample nor batch number was available. Since last submission, this case has been updated with the following: investigation result updated. Imdrf annex b, c, d, and g codes updated. Relevant fields updated in m/w and EU/ca tab. Narrative updated accordingly. Final manufacturer's comment: on 20-may-2024: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. Patient's underlying medical condition of type 2 diabetes mellitus is a risk factor for the development of post prandial hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid and levemir. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary: name of the suspect product: novopen 5. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The postprandial blood glucose increased to 31 mmol/l. [Hyperglycaemia]. There was resistance to push the injection push button. [Device physical property issue]. The medication could not be pushed. No medication came out. [Device failure]. Case description: this serious spontaneous case from china was reported by a consumer as "the postprandial blood glucose increased to 31 mmol/l.(postprandial hyperglycaemia)" with an unspecified onset date, "there was resistance to push the injection push button.(resistance to movement in device)" with an unspecified onset date, "the medication could not be pushed. No medication came out.(device failure)" with an unspecified onset date, and concerned a 54 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novorapid (insulin aspart) (dose, frequency & route used- 8 u in the morning, 8 u at noon and 8 u in the evening) from unknown start date for "type 2 diabetes mellitus", levemir (insulin detemir) (dose, frequency & route used- 2 u qd (before sleep at night)) from unknown start date for "type 2 diabetes mellitus", patient's height: 173 cm. Patient's weight: 64 kg. Patient's bmi: 21.383. Current condition: type 2 diabetes mellitus(since (B)(6) 2024). On an unknown date patient experienced postprandial blood glucose increased to 31 mmol/l as there was resistance to push the injection push button of novopen 5. The medication could not be pushed. No medication came out. The patient's relative denied it was caused by needle clogging, and said that the needle was changed before each injection. The brand of the needle used before was bd microfine. Batch numbers of novopen 5, novorapid and levemir were requested action taken to novopen 5 was not reported. Action taken to novorapid was not reported. Action taken to levemir was not reported. The outcome for the event "the postprandial blood glucose increased to 31 mmol/l.(postprandial hyperglycaemia)" was not reported. The outcome for the event "there was resistance to push the injection push button.(resistance to movement in device)" was recovered. The outcome for the event "the medication could not be pushed. No medication came out.(device failure)" was recovered. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".